Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device were performed in accordance with bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. In addition, the connector was observed slightly detached from the handle. The connector was removed, and excessive adhesive was found on the connector. For this condition, a manufacturing meeting was performed, and it was concluded that this issue is related to the manufacturing process. An awareness session was performed for all the personnel involved to reduce this kind of failure. A manufacturing record evaluation was performed for the finished device 31110227l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The damage on the pebax and the connector may be related to improper handling of the device outside the manufacturing facilities as evidence of manipulation of the device was observed at the connector area; however, this could not be conclusively determined. The root cause of the excessive adhesive condition was determined as manufacturing related and could be directly associated to the issue described by the customer. Explanation of codes: investigation findings: assembly problem identified (c1601) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: connector/coupler (g04034) were selected as related to the handle detachment issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the hole in the pebax issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4)

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, handle of device was partially broken. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported issue is not considered to be an MDR reportable issue since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the surface of the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.